Event description:
The manufacturer service technician reported that the device had metal shavings coming out of it while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device had metal shavings coming out of it while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device not returned.